Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was detached from the male telescope, and no damages or failures were observed on the ccp (catheter code pcba) board assembly. Functional inspection showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during its testing. Based on the evidence, the as reported code of motor drive 5 plus catheter ID not recognized cannot be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be shown. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was detached from the male telescope.